Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results of 4 patient samples when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system initial tests for the 4 patient samples were performed on 3 different cobas® liat® systems and generated influenza b, positive, sars-cov-2 & influenza a negative. The same 4 samples were repeated using the genexpert cepheid and the results were negative. The negative results were reported to the patients and or/ medical personnel treating the patients. No harm or injury is alleged. Investigation is in progress. Per the FDA guidance four (4) mdrs will be filed

Manufacturer narrative:
As the run logs for the alleged runs were not provided, the data could not be reviewed to determine the cause of the discrepant results. The invalid influenza a result generated from run #2576, in addition to the positive influenza b result, indicated a very high likelihood that the run is related to sbn-rds-molecular lab-2021-005. Furthermore, there was not enough information provided for the other three samples to determine if they might be related to the sbn or whether, the discrepancies is due to other factors such as low titer samples. Additionally, these samples were retested on a different platform, which could lead to discrepant results due to inherent differences in the technologies. (B)(4).